Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). At the time of the report, the device dislocation, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: right occlusion only.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Product indication updated. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events-migration, abdominal pain and psych injury were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: distal fallopian tube/failure to occlude (close) fallopian tube(s), in a 34-year-old female patient who had essure (batch no. A63343) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 180 lbs. Previously administered products included for birth control: depo provera. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2013, the patient was found to have weight increased ("weight gain") and experienced anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia), vaginal haemorrhage ("abnormal bleeding (vaginal), depression ("psych injury-depression"), vaginal discharge ("vaginal discharge") and pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant), 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, weight increased, abdominal pain, anxiety, menorrhagia, vaginal haemorrhage, depression and pelvic pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for migration. Discrepancy noted in date of insertion (B)(6) 2012, (B)(6) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, migration of essure device. Lot number: a63343 manufacturing date: 2012-10 expiration date: 2015-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: distal fallopian tube/failure to occlude (close) fallopian tube(s),') in a 34-year-old female patient who had essure (batch no. A63343,50670534) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included corpus luteum cyst and asthma. Current weight 180 lbs. Previously administered products included for birth control: depo provera. Concurrent conditions included body mass index normal. Concomitant products included progesterone (progestin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury-depression,"), vaginal discharge ("vaginal discharge") and pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant), 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, weight increased, abdominal pain, anxiety, menorrhagia, vaginal haemorrhage, depression and pelvic pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for migration. Discrepancy noted in date of insertion-(B)(6) 2012, (B)(6) 2013. Essure insertion detail: the number of expanded coils that appeared trailing into the uterine cavity was 1. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, migration of essure device. Pregnancy test - on (B)(6) 2012: negative. Lot number: a63343 manufacturing date: 2012-10 expiration date: 2015-10 most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received- lot number added. New reporter, concomitant drug ,medical history were added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: distal fallopian tube/failure to occlude (close) fallopian tube(s),') in a 34-year-old female patient who had essure (batch no. A63343,50670534) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included corpus luteum cyst and asthma. Current weight 180 lbs. Previously administered products included for birth control: depo provera. Concurrent conditions included body mass index normal. Concomitant products included progesterone (progestin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury-depression,"), vaginal discharge ("vaginal discharge") and pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant), 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, weight increased, abdominal pain, anxiety, menorrhagia, vaginal haemorrhage, depression and pelvic pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for migration. Discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2013. Essure insertion detail: the number of expanded coils that appeared trailing into the uterine cavity was 1. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, migration of essure device. Pregnancy test - on (B)(6) 2012: negative. Lot number: a63343 manufacturing date: 2012/10 expiration date: 2015/10. Lot number: 50670534 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: distal fallopian tube/failure to occlude (close) fallopian tube(s),') in a 34-year-old female patient who had essure (batch no. A63343-l) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 180 lbs. Previously administered products included for birth control: depo provera. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient was found to have weight increased ("weight gain") and experienced anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury-depression,"), vaginal discharge ("vaginal discharge") and pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant), 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, weight increased, abdominal pain, anxiety, menorrhagia, vaginal haemorrhage, depression and pelvic pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for migration. Discrepancy noted in date of insertion-(B)(6) 2012, (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, migration of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal discharge, weight gain, mental anguish were added. Medical history, treatment drug,historical drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.